Event description:
Device malfunction: suture break. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the prostar device achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the physician pulled hard on one of the sutures and it broke. The knot was formed with the second suture of the prostar device. Hemostasis was achieved with the prostar, however, a guide wire was inserted and a proglide was used as a preventive measure to confirm hemostasis. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.